Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a button alarm occurred while the customer was asleep. Customer reported an elevated blood glucose (bg) level of 285 (mg/dl). A pump bolus was delivered to address bg levels. During troubleshooting with tandem technical support, customer was advised on how to prevent the alarm from occurring. Recommendation was made to consult with their health care provider to discuss diabetes management.